Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for crep2 on a cobas 8000 c 702 module. Patient 1 initial crep2 result was [-]0.04 mg/dl with an invalidating data flag. The sample was repeated twice with results of 1.39 mg/dl and 3.09 mg/dl. Patient 2 initial crep2 result was 6.32 mg/dl. The repeat result was 1.19 mg/dl.

Manufacturer narrative:
The crep2 reagent lot number was 75442501 with an expiration date of 31-jul-2024. The field service engineer (fse) replaced the cuvette and lamp, cleaned the incubation bath, replaced a probe, and performed maintenance. The fse found an issue with the consumption of sodium hydroxide (naoh) and replaced all of the solenoid valves. Calibration and qc were acceptable. The issue was resolved after the service visit.